Manufacturer narrative:
(B)(6).

Event description:
Information received from a manufacturer representative reported following an electric shock made by a consumer¿s cardiologist with an external defibrillator, the doctor was no longer able to make contact between the device and the clinician programmer. It seemed that the device was damaged by the external defibrillator. No symptoms were reported. There were no further complications reported and/or anticipated.